Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. In 2008, the humapen ergo burgundy/clear pen body type with a clear cartridge holder attached was reported to have both engagement tabs broken. This humapen ergo burgundy/clear pen body type with a clear cartridge holder attached is associated with pc number 693598. It was not informed who operated the device and if the operator was trained. It was unknown how long this device model and the reported device had been used. The device will not be returned to the manufacturer. It was unknown if the humapen ergo burgundy/clear pen body type with a clear cartridge holder attached was continued or if it was switched by other device. Refer to results/conclusion section for analysis information. Update 14-oct-2008: additional information from quality control on 08-oct-2008: updated the results/conclusion. Updated corresponding fields.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this report includes final evaluation findings. No additional information is expected. Evaluation summary: the initial complaint narrative suggests that either the cartridge holder engagement tabs are broken or the spring arms are broken. A humapen ergo with broken spring arms is dose accurate and does not constitute a malfunction. However, broken engagement tabs, a malfunction, can result in an underdose. Corrective action.: a new cartridge holder design was developed and introduced in 2000 with lot a1493. This design eliminates stress on the engagement tabs and any undesirable surface features. Evidence of improper use or storage: the user did not report improper use or storage. However, because the cartridge holder was not returned for investigation, it is unknown if this component was subject to improper use of storage.